Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument could not apply clips properly. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected properly before using and no abnormalities were found. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. During the first attempt, the surgeon tried to apply the clip but could not close it properly. The instrument and the clip itself were safely removed from the patient, a new clip was placed and upon re-inserting an "engagement" message appeared on screen. We used a manual clip applier instrument, because we had only one da vinci xi large clip applier available to complete the procedure. This was the first attempt at the clip application when the issue occurred. The vessel or tissue bundle was not greater than specified suggested in the IFU. We cannot share the patient's demographic information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lock clip applier was analyzed and the instrument was found to have grip input disk axis # 7 completely detached from the housing. As a result of the full break, functional testing for motion related issues cannot be performed. Other backend components adjacent to the broken inputs do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.